Manufacturer narrative:
A unknown zimmer implant was returned for investigation. Visual inspection of the as returned product identified fracturing, shearing, and heavy deformation of the product all along its exterior, including the hex as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on tooth # 30 and was used for approximately 10 years. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the part and lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (unknown zimmer implant). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown zimmer implant fracture at the hex. Implant was removed. Tooth location 30.